Manufacturer narrative:
The tmini robot was returned for evaluation. The surgical procedure was completed robotically without any delay or patient harm. A review of the system log filed did not reveal any reported errors or anomalies. The physical trigger mechanism was inspected and found to be intact, with normal movement and spring return. The device was tested using the standard tmini calibration and functional test, and the device behavior observed in the field could not be replicated during in-house evaluation. The device functioned as intended during all in-house testing. No additional corrective action is planned at this time. Although the event resulted in no patient harm and device functioned as intended during in-house evaluation, the reported behavior - unintended chuck actuation during surgery - could potentially lead to a delay or difficulty in the procedure if it were to recur; therefore, think surgical is submitting this medical device report.

Event description:
During surgery, it seemed like the tmini robot trigger mechanism was stuck. The pin was spinning when the robot was in the proper position (the device is designed to only spin the chuck when the head is on plane) even when the surgeon was not depressing the trigger button.